Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient's mother contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch ping enhanced meter read inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2016 around 9:30pm. The reporter claimed blood glucose readings of "20 point something, 26.0, 3.0 and 11.4 mmol/l" were obtained with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient is on insulin pump therapy. In response to the inaccurate results, the reporter claimed she gave the patient a bolus dose of insulin. The reporter claimed the patient started "screaming, tossing and turning in his bed and did not feel well" shortly after. During the follow-up call, the reporter confirmed the patient did not develop any other symptoms. The reporter confirmed they associated the symptoms with low blood glucose. In response to the symptoms, the reporter claimed she gave the patient two grape juice boxes and some unspecified candies, gradually. The reporter informed the csr that she attributed the onset of the patient's symptoms to having given the patient too much bolus insulin. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' serious injury criteria, nor did he receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.